Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during lithotripsy the device pull wire broke and the tip of the basket did not detach. The procedure was completed with another trapezoid rx lithotripter compatible basket device. The procedure was completed with another type of device. The account reported that an alliance handle was used during the lithotripsy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation of the data provided demonstrates calibration and quailty controls were within specification. Assay peformance checks were also within specification. It was determined sample pre-analytical issues were the most likely cause for the low result. The patient was not treated based on the initial result since this result was questioned against the ultrasound. The patient was pregnant in (B)(6) according to ultrasound investigation. No adverse events were reported.

Event description:
The user stated they had a discrepant hcg result for one patient sample. The initial result was 1.21 miu/ml with a data flag which was reported. The patient was in the ER and appeared to be (B) (6) pregnant per an ultrasound. The ER contacted the lab questioning the hcg result. The user repeated the original sample on the e601 analyzer with a result of >10,000 miu/ml. The sample was then diluted and generated a result of 204532 miu/ml with a data flag. A second sample drawn at the same time as the original was tested on the e411 and the result was >10,000 miu/ml and 202965 miu/ml when diluted. No treatment was provided, altered or withheld due to the erroneous result as the result was questioned because of the ultrasound. The hcg reagent lot number was 15449601. The field service representative could not find a cause and checked the analyzer. To verify the instrument operation, he ran performance tests and controls with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.